Manufacturer narrative:
Even though the pt is fine, the conclusion on the behalf of aragon surgical is that the info does warrant an investigation, as there was an adverse effect to the pt where surgical intervention was required.

Event description:
The event occurred with the aragon surgical's caiman electrosurgical instrument system. The caiman instrument is indicated for tissue sealing and division during the performance of either laparoscopic or open surgery. The instrument is designed to deliver radiofrequency energy (rf) through multiple electrodes in order to seal tissue, including complex tissue sheets. The instrument connects to the aragon surgical rf generator. A physician initiated rf on the interior mesenteric artery which was approximately 5mm thick. The energy cycle was about 3 seconds. The district sales manager asked the physician to deliver rf energy for a second time. Again the rf energy cycle was about 3 seconds. The dr cut the seal and the site began to bleed immediately. The physician tried once more on a less vascular area and received same results with a second delivery of rf energy. Rf generator and caiman instrument lot m317 was returned to aragon surgical for analysis. Rf generator analysis: the rf generator was tested with a different caiman instrument from lot m147. A total of 13 seals were performed on in-vitro tissue and all seals were acceptable. There were no adhesions; no thermal spreads and the artery burst pressure were within specification. The final analysis of rf generator was the unit functioned as designed. Instrument analysis: the returned caiman instrument was used with the rf generator and also with a different rf generator. In both cases, the caiman instrument only delivered rf energy for about 6 seconds to the tissue and the tissue was not properly desiccated. Root cause: (caiman instrument) the root cause analysis showed that wires from the electrodes to the handle board were switched. The wires were soldered incorrectly. Disposition: the instrument with the findings and a CAPA were forwarded to the contract manufacturer. The contract manufacturer's investigation showed that the continuity test was not performed on the caiman instrument to determine if the wiring were soldered correctly. The contract manufacturer will implement in the work instructions to print out the total devices tested to determine if the continuity test has been performed. The print out will be place in the lhr.